Manufacturer narrative:
A field service engineer (fse) went on-site and found that the vacuum trap of the instrument overflowed and caused the liquid to flood the pneumatic power supply and damage the instrument computer and monitor. Fse replaced the pneumatic power supply and the instrument computer. Repair was verified per established procedures and results met published performance specifications. The cause of the leak was that the vacuum trap overflowed. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a leak inside a coulter hmx hematology analyzer. The volume of the leak was 50 ml. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the event. No injury or exposure was reported. There was no affect to patient samples. No erroneous results were generated or reported.